Event description:
It was reported that the colonovideoscope experienced an e315 communication error. The issue occurred during a colonoscopy procedure, which was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by fluid found in the plug unit. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.